Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging meter casing issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Analysis was not possible for the meter involved with this complaint as the battery cover was not returned. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.